Event description:
In 2006, the patient reported her doctor told her the wires were broken, but the doctor was not willing to fix them. The patient experienced intermittent stimulation. The patient requested a listing of other physicians. This event was re-evaluated for reportability after the file was re-opened because the stimulator was returned for disposal. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Intermittent stimulation.